Event description:
The complaint/event occurred on an unspecified date and involved a 7" smallbore trifuse ext set w/remv 3 microclave® clear (glow, purple rings), 3 clamps, rotating luer that reportedly leaked an unspecified fluid/infusate at the base of the microclave during patient use. Initially the facility suspected that the microclave leakage was coming from the connection to the 1f vygon PICC. They also use other sizes of PICC but primarily the 1f. Upon further review, the leakage was observed from the base of the microclave, even on the trifuse extension set. The event date is ongoing approximately for one calendar year. There was no human harm and it was unknown if there was any delay in therapy.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Recieved one (1) used list# mc33917, 7" smallbore trifuse ext set w/remv 3 microclave® clear (glow, purple rings), 3 clamps, rotating luer. As received, no physical damage or other anomalies observed. Product was tested and meet specifications. Leak tested as received, unable to confirm customer complaint of leaking at the base of the microclave. The possible lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.